Event description:
The patient reportedly developed post auricular infection at the surgical site. The patient developed an abscess with suture granuloma at the surgical site. The patient was hospitalized on (B)(6) 2014. The patient was hospitalized again on (B)(6) 2014. The patient was prescribed systemic antibiotics (ampicillin, cloxacillin, and co-amoxiclav) for one month on (B)(6) 2014. On (B)(6) 2014, the patient had a drainage and suture removal procedures. The patient was recommended to discontinue wearing the external equipment for two months. The infection has been resolved.